Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false negative" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to (B)(4)_investigation_20mar2024.pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false negative" will continue and there are no additional recommended actions at this point.

Event description:
Customer contacted customer service on 03/14/2024 to report a false negative test. As she wanted a refund (not replacement), she did not provide more information. Before starting, were the instructions read? Y/n. Did not reply. May I have your lot and test kit #. Lot #: dnr. Test kit #: dnr. Location of testing? Indoor/outdoor. Did not reply. Was the test completed on a flat surface? Y/n. Did not reply. Was the swab rotated 5 times in each nostril? Y/n. Did not reply. Was the vial liquid purple in color? Y/n. Did not reply. Was the test moved while it was running? Y/n did not reply how soon after the initial negative test was a retest(s) completed? Did not reply. What test did you use to confirm the false negative? Hospital testing. How many total tests were run before getting this false negative? 0[?]. Did the person tested, contact a healthcare provider? Y/n. Dnr. If yes, how is the person tested doing? Is the person tested undergoing any treatment? Dnr. Is your kit covid/ flu or covid 19? Covid flu. Please provide the status of each led status? (Only for covid/ flu kits) covid led status: negative::on. Flu a led status: did not reply. Flu b led status: did not reply.